Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 blue component damaged on (B)(6) 2024, at 09:00, the nurse-in-charge was connecting a central venous catheter to an infusion tee for bed 8, qiu tanlin, in preparation for the patient's antibiotic infusion, when she discovered that the infusion tee was ruptured at the interface and could not be used, so she was immediately given a replacement tee for infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. This event was initially submitted under medwatch report 9610847-2024-00386. During follow up with the customer, they provided aad material information and the file has been transferred to aad. This medwatch report will be canceled and the event will be submitted under medwatch report 3006260740-2025-00318.

Event description:
It was reported that bd connecta plus3 blue component damaged. On (B)(6) 2024, at 09:00, the nurse-in-charge was connecting a central venous catheter to an infusion tee for bed 8, (B)(6), in preparation for the patient's antibiotic infusion, when she discovered that the infusion tee was ruptured at the interface and could not be used, so she was immediately given a replacement tee for infusion.